Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Functional testing was able to duplicate the reported problem. It was determined that the bad latch lock was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device was constantly alarming "cassette no attached properly. Reattach cassette." The event occurred during testing. There was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.